Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via a food and drug administration letter that the customer reported that their insulin pump over delivered insulin in auto mode while the customer was sleeping. The customer¿s blood glucose level was unknown at the time of the incident. No further details were provided. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information given in the section d1/d2 was incorrect with the initial report. The correct information has been provided with this report.